Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 574 (mg/dl). A correction bolus was administered to treat bg levels. Customer reports that they ate something and bolus delivered may not have been a sufficient correction. Customer will monitor their bg levels and receive additional pump training.